Event description:
The customer complained that when the bed exit alarm would go off, it would sound at the bed, but would not send a signal to the nurses station.

Manufacturer narrative:
The tech replaced the sidecom pc, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.